Manufacturer narrative:
The customer has not yet returned the kit for investigation. Based upon the difference between the a1c results and the lab value, this is being reported out of an abundance of caution. Additional factors contribute to a medical decision being made (i.e. Signs, symptoms, additional gathered data) and a significant difference would result in a retest or additional evaluation/testing. Qc retention testing measured within specification.

Event description:
The customer reported inconsistent a1c results when comparing the a1c kit values to a recent lab value. There were no allegations of patient/user harm. This event is being reported out of an abundance of caution.